Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that his ins was implanted at an angle and he had to wear the belt so tight, it caused him pain after charging for pain 3 hours. The patient reported that he heard about adhesive discs and wanted to try that. The patient reported that he discussed this with the surgeon but said there wasn¿t much they could do to fix it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.